Event description:
It was reported that several episodes of inappropriate anti-tachycardia pacing (atp) therapy for atrioventricular nodal reentrant tachycardia (avnrt) were noted in a remote transmission. Review of the most recent episode noted functional undersensing. Programming changes were discussed but not made at this time. No patient symptoms were reported.